Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any relevant info.

Event description:
Device issue: material rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during the first inflation the balloon ruptured at 4 atmospheres in a heavily tortuous and heavily calcified mid right coronary artery (rca). There were no reported adverse pt effects. No add'l info was provided.